Event description:
It was reported that the patient was in hospice, and it was requested to disable the tachy therapy. Upon interrogation, the implantable cardioverter defibrillator was found in backup operation. No further intervention was performed as the facility requested to leave as is.